Event description:
Seventeen weeks post-uae, developed vaginal discharge, abdominal swelling, and vaginal sloughing of tissue, and cramps in hips and legs. Treated without success for yeast infection and bacterial vaginosis. Vaginal discharge persistent.